Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated the event was not related to the device, therapy, or implant procedure.

Event description:
It was reported that the patient had ¿absence¿ seizures, described as brief episodes of seizures. This was a new onset. No action was taken. It was deemed unlikely related to the therapy or the implant procedure. The severity was noted to be mild.

Manufacturer narrative:
(B)(4).